Event description:
It was reported that the patient presented to the clinic experiencing a heart failure episode. Upon interrogation, both the right ventricular (rv) leads were oversensing noise which led to pacing inhibition. Both rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.